Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose levels all day even after two infusion set changes. The caller stated that one infusion set had no insulin in the reservoir, so the customer went to change the infusion set a second time. The caller also observed air bubble in the infusion set before but declined troubleshoot assistance for this. The customer's blood glucose was 526 mg/dl at the time of the event, which was treated with manual injection, and his most recent blood glucose was 246 mg/dl. The customer observed an air bubble and primed it out. He was advised to remove the reservoir, rewind, reinsert the reservoir and run a manual prime; insulin exited with the current set. He declined to check settings and sites. Customer was advised to change the complete set and treat per doctor's instructions. The caller was advised that a tubing clamp would be sent in order to complete the troubleshoot process. He was advised to monitor.